Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter connector of a minicap transfer set had disconnected from the tubing of the transfer set. The patient went to the hospital to get a new transfer set placed and the nurse pushed the separated components back together prior to changing the set. The patient was given a stat dose of vancomycin prophylactically. The transfer set had been in use for 130 days and had been soaked in chlorehedine gluconate 2% prior to installation. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed with naked eye and magnification; no issues were noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.